Event description:
An alarm issue was reported with the abbott diabetes care (adc device). The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia and was unable to self-treat, was admitted to hospital and was treated with glucose intravenously for the diagnosis of the hypoglycemia by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 0g24t01l1 has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor was attempted to scan with evm (evaluation module) however sensor did not scan, and data extraction was not successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); damaged molex was observed. Further investigation was conducted, where a visual inspection was performed on the returned de cased sensor. It was observed that the lifted molex and antenna leg was damage during de casing. The sensor failed to scan; hence no data could be reviewed. The root cause of the reported issue was unintended sensor battery depletion which caused due to atypically frequent clock loss events from the reader ble (bluetooth low energy) module. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc device). The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia and was unable to self-treat, was admitted to hospital and was treated with glucose intravenously for the diagnosis of the hypoglycemia by third-party. There was no report of death or permanent impairment associated with this event.